Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that within the customer's 11 years of having diabetes, the customer experienced a few low blood glucose (bg) levels which occurred after delivering a correction dosage. The customer did not clarify if the low bg level occurred while using the tandem pump.